Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16172, 2017865-2019-16173. It was reported the patient was experiencing diaphragmatic stimulation on the left ventricle lead and stimulation near the sternum on the right ventricle lead. The right ventricle lead was explanted and replaced. The left ventricle lead was also explanted. When going to place the new left ventricle lead, there was prolapse which pulled the lead out and caused a right bundle branch block. The patient went into asystole, but was able to be recovered after reconnection to the lead on the pacing system analyzer. The patient intrinsic rhythm was restored. After some placement difficulty, the physician decided to extract the left ventricle lead. However, the wire would not extract from the lead, so the lead was extracted, and lead placement was abandoned. The physician believed that it was the lead's placement that was causing the issue not the lead itself. The patient is not dependent and is in stable condition.

Manufacturer narrative:
The reported events were ¿capture was not consistent¿, lead dislodgement and ¿wire would not extract from lead¿. The reported events of ¿capture was not consistent¿ and lead dislogement were not confirmed. The reported event of ¿wire would not extract from lead¿ was confirmed and was determined to be due to bunching of the stripped stylet, ptfe coating and inner coil. Visual inspection found that the connector pin and crimp sleeve were pulled out of the connector assembly.